Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of that the sensor is not reading accurately and the sensor was detached from the needle. The customer's blood glucose was 135 mg/dl at the time of incident. Customer indicated that the sensor glucose and their blood glucose were drastically different but the sensor glucose amount was unknown. Customer was advised on proper insertion technique and that the sensor would be replaced and to return the product for analysis.